Event description:
A distributor in ireland reported an incident involving a customer who experienced low blood glucose, with the lowest reported level being 52.2 mg/dl. The cause of the low bg was unknown. The customer took glucose tablets as a corrective action. There was no adverse impact reported beyond the low glucose level itself. Technical support recommended that the customer consult a healthcare professional to understand potential factors affecting their blood glucose levels, which the customer acknowledged and understood knowledged and understood.